Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported two days post implant that the right atrial (ra) lead exhibited a position check failure and possibly became dislodged. It was further reported that the ra lead was oversensing the ventricular signal. The ra lead remains in use. No patient complications have been reported as a result of this event.